Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of the provided photographs/x-rays. Evaluation of the photographs/x-rays shows the locking bar has backed out. No devices were received; therefore, the condition of the components is unknown. Primary operative notes provided state that there were no intraoperative complications. Revision operative notes were not provided. X-ray evaluation provided by third party hcp states that locking bar mechanism has come loose and extends into the medial soft tissues and shows possible loosening of the tibial component at the bone cement interface. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 6 months¿ post implantation due to locking bar backing out. There is no additional information at this time.